Manufacturer narrative:
The customer¿s report that the filter leaked was confirmed. The set was visually inspected and no abnormalities were observed. Functional testing was performed. During the flush, a slow drip leak was observed to be coming from the filter vent. Closer examination did not reveal the exact source of the leak on the filter membrane itself, nor any cracks or discernible defects on the filter housing. The root cause could not be determined.

Manufacturer narrative:
Concomitant medical products: curios cap; nac-y; non-cfn/bd extension set; spiro connector; red cap. Gtin/UDI number for item mx9166, lot 17026438 is (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the line was primed with normal saline "using the roof up method" when priming the filter. The 2 nurses verified the chemotherapy prior to initiating the infusion. The device alarmed for occlusion when troubleshooting it was noticed that the filter was leaking normal saline. There was no report of patient harm.